Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller having screen issues and damage to the controller side bend relief were unable to be confirmed. The system controller (serial number (B)(6) was not returned for testing. Log files were not submitted for review, provided information indicated that the system controller was exchanged due to the patient being barely able to see numbers and readings. There was diminished lighting when checking the last 6 alarms. The controller had a normal self test and normal ventricular assist device function at present. The controller also had wear and tear damage to white external bend relief on the controller side. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system controller was exchanged due to green arrows illuminated and the patient was barely able to see numbers and readings. There was diminished lighting when checking the last 6 alarms. The controller had a normal self-test and normal ventricular assist device function at present. The controller also had wear and tear damage to white external bend relief on the controller side.